Event description:
It was reported by a customer in the USA that, the ht70 plus ventilator alarm silence/reset button was unresponsive. The alarm would not silence after the ventilator was shut down. The ventilator was placed inside a box to allow the batteries to deplete, and silence the alarm. There was no patient involvement.

Manufacturer narrative:
The covidien service engineer evaluated the device, and verified the alarm silence/reset button malfunction. The unit was disassembled, and a visual inspection on the faulty top membrane was performed. It was observed that fluid ingress inside the switch panel had corroded the traces and made the button unable to be recognized. The top membrane was replaced, the device passed all tests and calibrations, and it was observed to be operating within manufacturing specifications. (B)(4).